Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a peripheral procedure to treat a target lesion in the superficial femoral artery/popliteal artery, the emboshield nav6 embolic protection device was deployed at the target site. After deployment, the filter moved proximally on the guide wire and it was noted that the tip of the guide wire was stretched, but not separated. It appeared that the tip of the guide wire was becoming uncoiled. The emboshield nav6 filter and guide wire were removed with some resistance noted; however, it was not certain what the difficulty was due to. There was no adverse patient effect. A second emboshield nav6 was used without difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported migration and difficulty removing were unable to be confirmed and a conclusive cause for the difficulties could not be determined. The investigation was unable to determine a cause for the reported difficulties. It should be noted that the emboshield nav 6 instruction for use IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR the following information was received: the emboshield nav6 was used with a non-abbott guide wire instead of the bare wire filter delivery wire.